Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to kinking/buckling. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indi cated damage at implant.

Event description:
It was reported that during the implant procedure, the customer felt it was very difficult to position the lead which is why it was not implanted. It was noted that it was difficult to fit the lead in the sheath and that it felt very sticky. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.